Event description:
It was reported via repair work order that the brakes pedals were jammed on both sides and the brakes would not engage due to broken crank assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.